Manufacturer narrative:
No product has been returned for investigation as it remains in-situ. No product malfunction reported related to the event. Potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "Potential risks identified with the use of this system, which may require additional surgery, include: infection..." Product remains in-situ.

Event description:
On (B)(6) 2011 a patient underwent an interlaminar lumbar instrumented fusion at l4-5 levels. Six weeks post index surgery patient was diagnosed with superficial wound infection and seroma. Patient was hospitalized for wound drainage and treated with antibiotics.